Event description:
This notification was opened for review for information received that a bipap a40 system silver device had a "ventilator inoperative alarm" condition. There was no serious patient harm or injury that occurred or was reported. The device was returned to a service center for service. During the evaluation of the device, the service technician was unable to reproduce the initial issue. Additionally, the drpt logs confirmed that a system restart had occurred due to error code e096 (unable to write to event log). Due to the error, the main board was replaced, and the symptoms were resolved following the component replacement. Due to routine maintenance, the following components were replaced: blower and outlet flow path.